Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump alarm history showed no evidence of short battery life. During investigation, the pump electrical current draws were tested and were within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.